Event description:
Revision surgery - the patient's hip dislocated. The doctor removed all djo implants including: ceramic liner, ceramic shell, and head. He replaced them with a vendor's implants. The original stem from another vendor remained in the patient's hip.